Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model kw-1818cs is available in the USA with 510k number k010740. Evaluation summary: it was caused due to an excessive force applied on the cup during use. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. When I checked the operation with sterilization before use, the cup did not open. Cannot be used for inspection.